Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the up arrow button was not responding even after battery changes. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.